Event description:
It was reported that the patient presented to the hospital for a lead replacement procedure. Prior to procedure, it was noted that the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.